Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis was not functioning properly, as the matrix drawer map did not display on the screen when drawer 2.1 was opened during a case. This issue occurred intermittently, with the map appearing correctly at times. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer map did not display on the screen when drawer 2.1 was opened. A technical support specialist (tss) applied knowledge article ¿unable to enter waste amount on pas es; number keys unresponsive¿ and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.